Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The flow valve was replaced to address the reported issue. The service technician returned the defective flow valve to carefusion for failure analysis. Failure analysis: carefusion was unable to duplicate the customer's reported issue. During the initial test, the flow valve passed the calibration test, and bench test within specification. Visual inspection did not reveal any anomalies; however, it failed the flow valve assembly test procedure for slight non-conformities with delivered higher flow and higher leakage. These slight non-conformities could result in a failure causing the flow valve to have higher delivered tidal volume. Carefusion scrapped the flow valve after failure analysis.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. The ventilator was not on a patient at the time of the event.